Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had compromised force sensor system alarm. The customer's blood glucose level was 46mg/dl. The customer treated the low with orange juice. The customer states insulin was squirting out during manual prime. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during basic occlusion test due to faulty force sensor resistor also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. The insulin pump had normal operating currents and passed a21 error test and self-test. The motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.